Manufacturer narrative:
Batch review performed on 12 march 2024 lot 2009797: (B)(4) items manufactured and released on 05-feb-2021. Expiration date: 2026-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery for infection and the pathogen is unknown. At about 2 years and 2 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.